Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 she obtained a result of ¿196 mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a reading of ¿179 mg/dl¿ obtained on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her diabetes management routine. The patient reported that an unknown time after the alleged issue occurred she developed symptoms of ¿weak and shaking¿ however did not specify receiving any treatment. During troubleshooting the cca noted that meter was set to the correct unit of measure and an approved sample site was used. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.